Event description:
It was reported that this pacemaker declared a lead safety switch (lss) on the right atrial (ra) lead due to high out of range pacing impedances, measuring greater than 2000 ohms. The patient's ra lead was a non-boston scientific product. A small amount of noise was reproduced with isometrics. It was noted the impedances had been previously stable around 450 ohms. Boston scientific technical services (ts) discussed that it could either be a fracture or a spring contact connection issue. The device was reprogrammed to the bipolar configuration and the physician will continue to monitor the patient/system. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.